Event description:
The patient was revised due to stem migration.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices no evidence to suggest a product problem is identified. Review of provided patient x-rays finds noted decreased radiographic density around the distal portion of the stem except on the far distal medial side. Progressive x-rays show increased bone remodeling at the distal stem location on the lateral side. Sequence of x-rays shows subsidence of the stem and sleeve from proximal to distal. A search of the complaints databases finds no other reports against the provided stem product/lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Patient is a reported (B)(6) male. No other patient demographics have been made available. However, radiographic information that has been provided suggests the patient is of larger stature. It was stated in the original reporting, the choice of the undersized stem by error is thought to be the cause of the stem migration. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.